Manufacturer narrative:
Blocks b1, b5, h1 and h6 (impact code) have been updated based on the additional information received on october 5, 2025. Block e1: initial reporter's facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right lung to treat a tracheal stenosis caused by tumor compression of the main airway during a bronchoscopic stent implantation procedure performed on (B)(6) 2025. During the procedure, the ultraflex stent remained improperly positioned in the body despite prolonged manipulation by the physician. The stent was removed, and the stent's deployment system spontaneously expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on october 5, 2025. It was reported that the tumor was malignant. The patient's anatomy was moderately tortuous and was dilated using a balloon prior to stent placement. During the procedure, the stent did not expand at all after fully released inside the patient. The stent was removed together with the delivery system, and it was observed that the stent eventually expanded after it was removed from the patient's body.

Manufacturer narrative:
Block e1: initial reporter's facility name is the (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of the stent was removed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right lung to treat a tracheal stenosis caused by tumor compression of the main airway during a bronchoscopic stent implantation procedure performed on (B)(6) 2025. During the procedure, the ultraflex stent remained improperly positioned in the body despite prolonged manipulation by the physician. The stent was removed, and the stent's deployment system spontaneously expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been corrected. Block e1: initial reporter's facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual inspection noticed the stent was returned fully expanded and deployed. No other problems were noted with the stent. Product analysis did not confirm the reported event of stent failure to expand as the stent was retuned fully expanded during visual analysis. There is no indication of what the customer reported because the stent was returned completely expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right lung to treat a tracheal stenosis caused by tumor compression of the main airway during a bronchoscopic stent implantation procedure performed on (B)(6) 2025. During the procedure, the ultraflex stent remained improperly positioned in the body despite prolonged manipulation by the physician. The stent was removed, and the stent's deployment system spontaneously expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. ***additional information received on october 5, 2025*** it was reported that the tumor was malignant. The patient's anatomy was moderately tortuous and was dilated using a balloon prior to stent placement. During the procedure, the stent did not expand at all after fully released inside the patient. The stent was removed together with the delivery system, and it was observed that the stent eventually expanded after it was removed from the patient's body. The procedure time was extended for 40 minutes.